Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the issue was resolved.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the spinal cord stimulation is not working. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020. Product type: lead, product ID: 977a260, serial#: (B)(4), implanted date: (B)(6) 2020. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 29-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that since implant, the patient has not gotten therapy relief on the left side, and it seems like the probes on the left side never worked. The patient noted that this is where he has the most pain. The patient has an appointment with his health care professional on (B)(6) 2020 and is looking to have the device reprogrammed. The patient has groups a, b, and c and he can run them up to 75. The patient noted that when he does this, it leaves him curled up in a ball and only affects the right side and nothing on the left side. There were no further complications reported. Additional information was received via a manufacturing representative and it was reported that the patient alleges the percutaneous wires were implanted in the wrong location. There were no further complications reported. The indication for use is post lumbar laminectomy syndrome, spinal pain, non-malignant pain, and fbss leg/back.